Manufacturer narrative:
The pump has been returned to animas. Evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time.

Event description:
On (B)(6) 2016, the reporter contacted animas, alleging a casing/condition (moisture ingress) issue. It was reported there was moisture in the battery compartment. This complaint is being reported because the reported issue has the ability to result in a delay in treatment or long term cessation in delivery if the damage impacts the power circuit or cartridge compartment. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Follow-up #2: date of submission 12/20/2016: correction to serial #.

Manufacturer narrative:
Follow-up #1: date of submission 10/10/2016 device evaluation: the device has been returned and evaluated by product analysis on 09/13/2016 with the following findings: visual inspection revealed moisture in the battery compartment. Investigation revealed that the battery compartment was cracked in two places and there was a battery compartment leak. The pump casing was removed and there was evidence of internal moisture damaged found on the display flex and the continuous glucose monitoring board.